Event description:
Customer reported having difficulty with the reservoir during the manual prime process. The insulin continues to come out after the motor has stopped. Customer has tried this process with other infusion sets and has the same problem. The blood glucose reading was 320 mg/dl. Customer was advised to revert to a back up plan until receiving the new reservoir. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.